Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with discomfort around the pacemaker pocket. A pocket revision was performed on (B)(6) 2019. During the procedure the physician reported that the pacemaker pocket looked clean and pristine. The patient was stable.